Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with two 275cc mentor memorygel breast implant and suffered left breast implant rupture, post-operatively. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mod classic gel, 275cc breast implant had a crease/fold on the anterior view extending to the posterior view. In addition, a tear was observed on the posterior view within the crease/fold measuring approximately 2.1 cm. The evaluation determined that the cause of the rupture was consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the more prolonged the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling the implant shell. Breast implants may also wear over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On july 4, 2022, mentor became aware that the patient was initially diagnosed with left breast capsular contracture (baker grade unknown). The left breast implant rupture was only diagnosed during the revision surgery for the capsular contracture. The implants were removed without replacement.